Event description:
The device result was 525 mg/dl and he called the emts. About thirty-five minutes later, the emts meter read 129 mg/dl. No treatment was provided. The device was replaced and requested to be returned for evaluation.